Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-8991, fibertak® dx suture anchor, knotless, ve5, its fibertak passing suture snapped insitu. This was detected during an unspecified procedure on (B)(6) 2026. Additional information received on 26th may 2026: this was detected during a posterior ankle arthroscopy, arthrobostrum repair, oats procedure. The procedure was completed successfully by using ar-8923bc pushlock. There was no patient harm.